Event description:
A 17 y/o on home antibiotic intravenous infusion therapy presented to the ER 3/26/98 and reported that after she had her last antibiotic infusion at 9:15 pm the night before, there was manipulation of the catheter and the angiocath in her vein broke off leaving a portion of the catheter in her vein in the right wrist area. She was admitted and taken to the or for removal of foreign body under anesthesia.